Event description:
It was reported that 25-30 minutes into a case, the bulb on the unit turned off and then turned back on shortly thereafter. It was further reported that the fan would become noisy and warm leading up to the bulb turning off. The warm indicator light would also come on. It was unk whether or not there were any adverse consequences.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to determine if there were any loose components inside. There were none. The product was powered up, the display became active, and the correct software loaded. The product went into standby mode. The bulb failed to ignite. The power-up sequence was repeated multiple times. The bulb failed to ignite after each cycle. An eval was performed on the ability of the lightcable and jaw to engage. The eval was successful. A measurement was taken on the boost voltage. The measurement read 0 volts. The root cause of the reported failure was traced to a defective ballast. Further investigation revealed that the integrating rod was chipped. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.